Event description:
Pt reported that back to back tests performed on the pt's surestep meter were 32 and 15 mg/dl (72% diff.). In addition, the pt reported feeling weak. There was no allegation of harm.